Manufacturer narrative:
Product complaint #: (B)(4). Batch # unk. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. Does the surgeon believe that the ethicon device caused or contributed to the patient complications mentioned in the article? If yes, please explain.

Event description:
It was reported in journal article title: laparoscopic pelvic exenteration for locally advanced rectal cancer, technique and short-term outcomes. Authors: ashish pokharkar, ms, mch, praveen kammar, ms, mch, ashwin d¿souza, ms, mch, rahul bhamre, ms, pavan sugoor, ms, mch, and avanish saklani, ms, frcs. Citation: journal of laparoendoscopic & advanced surgical techniques (2018); 28:1489-1494. Doi: 10.1089/lap.2018.0147. The authors describe their experience in laparoscopic pelvic exenteration of lower rectal adenocarcinoma after ctrt in men. The study includes 10 cases (9 male and 1 female; age range: 20-63 years old; bmi: 19.50-26.30 kg/m2) of locally advanced rectal adenocarcinoma which were operated between the periods from march 1, 2017 to november 11, 2017 at the (B)(6) memorial hospital, (B)(6). All male patients had lower rectal cancer with prostate involvement on magnetic resonance imaging (MRI). One female patient had uterine and fornix involvement. Puboprostatic ligament was cut, and then dorsal veins were clipped and cut with harmonic ace (ethicon). Urethra was cut with harmonic ace. After cutting ureters distally, sigmoid colon was cut with the echelon endostapler (ethicon). Reported complications included: patient 1, a (B)(6) male patient (bmi: 19.5kg/m2) experienced blood loss (1000 ml) and paralytic ileus which was managed conservatively patient 2, a (B)(6) male patient (bmi: 24.70kg/m2) experienced blood loss (300 ml) patient 3, a (B)(6) male patient (bmi: 21.30kg/m2) experienced blood loss (1000ml), intestinal obstruction due to herniation of the small intestine in which exploratory laparotomy was performed, paralytic ileus, and acute pyelonephritis which was managed with antibiotics patient 4, a (B)(6) male patient (bmi: 21kg/m2) experienced blood loss (2000ml) patient 5, a (B)(6) male patient (bmi: 26.30kg/m2) experienced blood loss (500ml) in conclusion, minimally invasive approaches can be used safely for total pelvic exenteration in locally advanced lower rectal adenocarcinoma.